Event description:
The physician successfully closed the arteriotomy with the closer tsl 6 fr device in 2001. Subsequent to that time, a pseudoaneurysm and infection were diagnosed at the closure site. In february 2001, the pt underwent surgical repair of the pseudoaneurysm. The vascular surgeon noted a pocket of pus within the pseudoaneurysm. No add'l info has been provided to the perclose representative.